Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient was inactive and showing signs of sickness. The cgm reading was reportedly normal at that time, but the parent did not give an exact reading. It was not documented whether a bg was checked at that time. The patient was weak, continuously vomiting, and dehydrated. The patient was transported to the hospital by the parent. There, the cgm reading was 156 mg/dl and the bg was 512 mg/dl. In the emergency department, the patient was treated with fluids, insulin, potassium, and zofran for nausea. The patient was hospitalized for 2 days. At the time of the report, the patient was still recuperating and being treated for nausea. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.